Manufacturer narrative:
Conclusion: gave customer estimate for repairs.

Event description:
It was reported via repair work order that the ibed was not alarming due to head left and right side rail switches being bad. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.